Event description:
Five weeks following a corpectomy with placement of a 4-level anterior cervical plate, follow-up films noted the left screw at c6 body had fractured and pulled through the cervical plate. The patient was reportedly uninjured. No revision surgery is known to have occurred.

Manufacturer narrative:
(B)(4). Review of radiographs noted that post-surgery the plate and screws appeared intact. The vertebral body device appeared well-placed and consistent with expected positioning. Follow-up film review confirmed the reported event. No revision surgery is anticipated at this time. Root cause of the event is not known. Should additional relevant information become known, a follow-up report will be made. Review of labeling notes: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."